Manufacturer narrative:
The pump was monitored, and had no time gain/loss anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone, the time on the insulin pump continue to jump around it's never consistent. Customer's blood glucose was 11 mg/dl. No software alarms noted on the device. Self-test was performed and the device passed. Bolus totals and only today's totals were in the device. Follow up call in attempt to have customer upload information to carelink but customer didn't answer the call. The device is being returned.